Manufacturer narrative:
Giuffre, j.l., md, bishop, a.t., md, spinner, r.j., md, kircher, m.f., shin, a.y.,md (2012). Wrist, first carpometacarpal joint, and thumb interphalangeal joint arthrodesis in patients with brachial plexus injuries. J hand surg, 37a: 2557-2563. This report is for an unknown dorsal locking wrist fusion plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article giuffre, j.l., md, bishop, a.t., md, spinner, r.j., md, kircher, m.f., shin, a.y.,md (2012). Wrist, first carpometacarpal joint, and thumb interphalangeal joint arthrodesis in patients with brachial plexus injuries. J hand surg, 37a: 2557-2563. This was a retrospective study involving 24 patients (5 women, 19 men, mean age of 30 years) from 2006 to 2009 with brachial plexus injuries. During this period, all brachial plexus injuries were treated with a dorsal locking wrist fusion plates (synthes, paoli, pa). 1 patient complained of pain, had hardward removed due to irritation of the prominent plate through the patient's thin skin. There were no fractures, tendon ruptures, infections, wound complications, or nerve complications for all 24 patients. This report is for an unknown dorsal locking wrist fusion plate. This is report 1 of 1 for complaint (B)(4).